Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 alarm was not reproduced. A review of the event history log revealed multiple presence of system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was evaluated and no abnormalities that could cause or contribute to the reported problem were observed. No correction is required. However, the lower auxiliary assembly will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.